Event description:
Information was received that during pre-test of this smiths medical cadd legacy plus pump, the pump failed calibration prior to dosing. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. Event log history was performed, and no evidence of failed calibration was found in history. During analysis, the customer's reported problem was able to be duplicated. The "service due" message was displayed at initial power up, in regards to the real time clock (rtc) battery. It was found that the rtc battery was due for replacement. In addition, error code 1310 was recorded in the service menu, indicating that the battery was drained while in operation. Accuracy test was performed, and the pump failed as overdelivery. Service will replace the rtc battery, trim the expulsor, and reset error code to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.